Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the hematoma needed to be treated. The exact root cause cannot be determined. The likely root cause is failure to follow the instructions on the patient card. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: device was not explanted e3: occupation: cardiac service-line director a review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that hemostasis was achieved immediate post catheterization on an interventional percutaneous coronary intervention (pci) to right coronary artery. The patient had previous percutaneous coronary intervention (pci) in the past. Ultrasound access, normal hemoglobin and hematocrit (h&h), glucose 118, patient vitals were stabile when transferred to recovery floor; however, twelve to sixteen hours post ambulation a major hematoma was observed, manual compression was administered, and the hematoma was massaged out and a femostop was applied. The patient was in stable condition. The estimated blood loss was less than 250cc. Additional information was received on 03oct2023: medications were stated as factual only, with no insinuation as a contributing factor. The angio-seal was used to achieve hemostasis post catheterization, in the acute-care setting of the catheterization lab, the hematoma occurred in recovery.